Event description:
Pump declared an altitude alarm 21, causing insulin suspension due to altitude alarm condition, but there was no adverse impact on customer¿s blood glucose level. Customer followed instructions to clean and troubleshoot the pump but was unable to resume insulin delivery; alarm recurred even with a new cartridge. Technical support decided to replace pump and cartridge since a backup therapy was unavailable, shipping a new pump with updated software. Customer was instructed on returning malfunctioning pump, using storage mode, and programming settings into the replacement pump.